Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. It was confirmed that the pump was able to be charged with a different wall adapter. In addition the battery gauge jumped from 80% to 100% without being connected to a power source. Customer reported blood glucose level was 148 (mg/dl). A replacement wall adapter was sent to the customer.